Event description:
It was reported that post implant the lead had fluctuating thresholds. The patient was brought back in for a lead revision the next day and it was found that the lead insulation had been damaged during suturing of the pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling and the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. Electrical resistance and cross continuity test results were within specification. Visual inspection found outer insulation breached and blood ingression. The breached insulation did contribute to the electrical complaint and it appears to have been caused at the implant. (B)(4).